Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3008452825-2019-00627, 3008452825-2019-00628, 3005334138-2019-00804. During a pulmonary vein isolation ablation procedure, a pericardial perforation occurred. It is unknown what caused the perforation, but may have occurred when repositioning the coronary sinus catheter. The patient became hypotensive and a perforation was confirmed via echocardiogram. The location of the perforation was unknown. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.